Event description:
Evolution® biliary controlled-release stent - fully covered was selected to place the stent in the common bile duct. The patient's anatomy was not so tortuous, but the trigger was very tight to deploy the stent. The indicator moved. The user replaced it with another evolution® biliary controlled-release stent - fully covered to complete the procedure. Device evaluated on 24-jun-21: "separated from lockwire. Handle cannula separation. Stent partially deployed". Additional info received 30-jun-21: "the stent would not deploy at all at the target site. The user removed the delivery system from the patient¿s body and pulled the trigger and the stent tip partially deployed and it would not be retract into the sheath. The patient did not experience any adverse effects due to this occurrence. [Sales rep's comment] this was the first time for the user to use this product. General questions: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during stent placement (if any damages were confirmed prior to use)was the package damaged? No (if any damages were confirmed prior to use)how was the device stored? The package was stored vartically. What endoscope type and channel size was used? 3.7mm channel endoscopy / maker and model unknown what was the position of the elevator? Was it opened or closed? Opened details of the wire guide used (diameter, type, make)? Olympus' visiglide2 was the zip port facing upwards and slightly curved when backloading the wire guide? Unknown did any part of the stent contact the patient¿s anatomy when the complaint occurred? No please advise the anatomical location of the intended target site already stated in description of event how long was the stent in the patient by the time this complaint occurred? 0 for devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No if yes, please specify what was observed and where on the device it was observed. Stricture information: what was the length and diameter of the stricture? 2-4¿ where was the stricture located in the body? Already stated in description of event. Was there resistance felt passing wire guide through stricture? No was there resistance felt passing the evolution through stricture? No was the stricture dilated before stent placement? No questions related to during insertion into patient: was the product inspected for kinks or damage before use? No was resistance felt during insertion into patient? No if yes, at what point? Questions related to during stent placement: did the product fail during stent deployment or recapture? Deployment if other, please specify was the directional button pressed during use? Yes was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes was the yellow marker kept in view during deployment? Yes are images of the device or procedure available? No

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1717076 involved in this complaint device was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 24th june 2021. In summary the following results were observed in the lab evaluation: ¿lock wire mlla separated from lock wire. Handle cannula separation , stent partially deployed, stent partially deployed on return. Handle actuating fine . Stent deployed without any issues. Unable to recapture the introducer into the delivery system. Handle was opened and all the cogs were intact. Handle cannula separation observed. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1717076 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1717076; upon review of complaints this failure mode has not occurred previously with this lot # c1717076. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to torturous anatomy .it is possible that during deployment tortuous path may have caused a build-up of pressure while compressing the introducer, subsequently resulted in stent deployment difficulties and handle cannula separation and subsequent lock wire separation. Engineering feedback was sought on the defects observed in the laboratory and the following was found ¿I note a bend on the delivery system, ref. Below extracted image from the lab evaluation images. This bend would have expressed a lot of pressure onto the inner catheter during deployment and which resulted in the cannula separation on the inner catheter. ¿ summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
Supplemental report is being submitted due to the completion of a lab re-evaluation 05th oct 2022: visual inspection : flexor kink noted approx 38cm from distal end.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1717076 involved in this complaint device was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 24th june 2021 and re evaluated on the 5th october 2022. In summary the following results were observed in the lab evaluation: ¿lock wire mlla separated from lock wire. Handle cannula separation , stent partially deployed, stent partially deployed on return. Handle actuating fine . Stent deployed without any issues. Unable to recapture the introducer into the delivery system. Handle was opened and all the cogs were intact. Handle cannula separation observed. Lab re-evaluation 05th october 2022 visual inspection : flexor kink noted approx 38cm from distal end documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1717076 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1717076; upon review of complaints this failure mode has not occurred previously with this lot # c1717076. The instructions for use ifu0062 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to torturous anatomy .it is possible that during deployment tortuous path may have caused a build-up of pressure while compressing the introducer, subsequently resulted in stent deployment difficulties and handle cannula separation and subsequent lock wire separation. Engineering feedback was sought on the defects observed in the laboratory and the following was found ¿I note a bend on the delivery system, ref. Below extracted image from the lab evaluation images. This bend would have expressed a lot of pressure onto the inner catheter during deployment and which resulted in the cannula separation on the inner catheter. ¿ the device was re-evaluated in the lab and a kink in the flexor was noted approx 38cm form the distal end. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.